Event description:
Laparoscopic hernia stapler quit working. Doctor felt he had not used all 25 staples.what was the original intended procedure?bilat laparoscopic hernia repair.device #1is this a laboratory device or laboratory test?no.